Event description:
It was reported by the manufacturer services technician that the device was received from the customer because the tip of the attachment became detached. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by the manufacturer services technician that the device was received from the customer because the tip of the attachment became detached. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Evaluation conclusion: the device has been discarded by the manufacturer.